Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that ""I would be grateful if you could take note of the following incident report concerning the saf-t-intima catheter, safety system with y-adapter, 22g x 0.75 in. (Reference 383329, batch 5246239). Whilst setting up the infusion, upon removal of the mandrel, the obturator with septum came loose, resulting in leakage of the administered product. The medical device responsible for the incident has been retained and is available for your examination.